Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material on the insertion section¿, was confirmed. The foreign material could not be specified. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). However, based on the obtained information, the foreign material was likely unable to be removed due to physical damage of the subject device in spite of correct reprocessing. It was confirmed that the section of the device with the foreign material residue had deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual of gif-1200n chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif-1200n chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope customer had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. Adhesive on bending section cover had a chip. Connecting tube had a scratch. Protector of universal cord on suction connector side had a scratch. The image guide protector had a scratch. Scope connector cover unit had a scratch. The paint on suction cylinder was peeled. The paint on air/water cylinder was peeled. The forceps elevator knob had a scratch. The forceps elevator lever had a scratch. The up/down knob had a scratch as well as the right/left knob. The suction cylinder was shaved. The control unit had discoloration. The switch box had a scratch. The scope cover had a scratch. The suction connector had a scratch, universal cord had a scratch, grip had a scratch and the control unit had a scratch. Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.